Manufacturer narrative:
Personal support worker had just finished transfer on an xy system and were docking the lift into the charging station when the end bracket by charging station and middle bracket bolts became loosened off from channel nuts and single track dropped and fell a few inches resting on top on an external electrical outlet stopping the fall .

Event description:
After transfer the lift loosened and dropped a few inches.

Manufacturer narrative:
Corrected data: h6 codes were corrected. Manufacturer narrative: (B)(4), senior project manager, identified several problems with the installation through provided photos. The root cause of the issue is installation error. The installation was repaired and inspected by a trained handicare representative to meet all internal standards.